Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the tip of the gold probe broke off in the scope as they were removing the probe. The physician removed the scope, cleared the tip from the scope and reinserted the scope into the patient and completed the procedure with another injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.